Event description:
It was reported when using the bd pyxis medstation system that the full height drawer was failed. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the full height drawer was failed. The field service engineer found the rowboard e has broken clip inside, hence replaced the row board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.